Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute integrity drug eluting stent to treat a moderately tortuous and severely calcified lesion located in the mid right coronary artery, exhibiting 90% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues identified. Negative prep was performed with no issues. The lesion was not pre-dilated. The device did not pass through a previously-deployed st ent. Resistance was encountered when advancing the device. It was reported that stent deformation occurred in vivo during positioning / advancement. It was reported that the event was due to use of the device in difficult lesion morphology. Patient status post-pro cedure is alive with no injury.

Manufacturer narrative:
Device evaluation: a patency mandrel was loaded into the device on return. The stent was positioned on the balloon between the marker bands as per specifications. No deformation was evident to the stent wraps. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.